Event description:
It was reported that the ilet user experienced hyperglycemia after eating a hamburger and french fries without announcing the meal and removing the ilet to charge, with a highest sensor glucose of 333 mg/dl and an infusion set in place that had been changed the prior day. Symptoms included hyperglycemia, headache, and fatigue. Outcomes included no hospitalization and glucose trending down to 291 mg/dl by the end of the call after guidance that the ilet would correct upon reconnection. Investigation included customer counseling on missed meal announcements and device reconnection, as well as review of sensor readings and use conditions. Investigation of this case revealed user-related factors, specifically a missed meal announcement and temporary device disconnection, as the likely contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user interaction involving missed meal entry and interruption of insulin delivery.